Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated that the device experienced a full power on reset parameters. Product: 4076-52 non defib lead, (B)(6) 2007; 4076-58 non defib lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the device experienced an electrical reset and the diagnostics cleared. The device remains in use. No patient complications have been reported as a result of this event.